Manufacturer narrative:
No sample has been returned for evaluation for the report of migration and hypotony; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative hypotony is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced hypotony. The device is very close if not touching the cornea. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided reports the device is extruded with the proximal end positioned very close to the corneal endothelium.